Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-jul-2023 h6: investigation summary customer returned (4) 0.3ml 31ga 8mm syringes inside an open polybag and one insulin vial with cloudy fluid inside. It was reported by the consumer that clear liquid is coming from the barrel onto her needle and into the insulin. The clear liquid makes the insulin look cloudy. She also see's small particles in her insulin. The returned sample were visually inspected under microscope and liquid was observed at the end of the stopper for two of the syringes (see attached photo). Then the plunger was pressed for all the returned syringes and small amount of clear fluid came out of one syringe. The fluid was tested for ftir. No particles were observed on the returned samples. A review of the device history record was completed for batch # 2276297 all inspections were performed per the applicable operations qc specifications. Based on the sample received, embecta was not able to confirm the customer indicated failure foreign matter particles. Root cause is not determined as the issue is unconfirmed.

Event description:
It was reported that while using the bd ultra-fine¿ ii insulin syringe clear liquid and small particles are passing into the insulin. The following information was provided by the initial reporter: verbatim: consumer reported seeing clear liquid is coming from the barrel onto her needle and into the insulin. Stated, the clear liquid makes the insulin look cloudy. Stated, she also see's small particles in her insulin.

Event description:
It was reported that while using the bd ultra-fine¿ ii insulin syringe clear liquid and small particles are passing into the insulin. The following information was provided by the initial reporter: verbatim: consumer reported seeing clear liquid is coming from the barrel onto her needle and into the insulin. Stated, the clear liquid makes the insulin look cloudy. Stated, she also see's small particles in her insulin.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.